Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of the incident was over 400 mg/dl. Customer treated with the insulin pump and manual injections but blood glucose level would not come down. She also reported that the day of the call, the display on the insulin pump was blank and then, the insulin pump alarmed failed battery test after changing the battery. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer changed the battery again and received a failed battery test alarm. It was advised to insert a battery from a different pack and the alarm was cleared. Customer would monitor the insulin pump and the battery cap would be replaced.